Event description:
Pt was undergoing a left knee arthroscopy, acl reconstruction with quadriceps tendon autograft. Surgeon was using arthrex quadlink implant system and tip broke off. Device and tip were removed from pt with no adverse outcome to pt.